Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was this the suture breakage, fraying or pull off (detached from the needle), needle breakage? Suture breakage- weak tensile strength. The silk suture broke 3 different times (3x knots were tightened) while trying to secure knots. The force applied while securing these knots was not abnormal nor was the surgeon extra forceful in securing these knots. The whole surgical team found the suture breakage to be very unusual. Was the suture or needle ¿very friable and broke multiple times¿ occurred pre-op, during suture dispensing or during use on the patient? - suture broke during use on patient, while trying to tighten knots. Please clarify what is the specific issue with the device during this procedure? -the suture material did not have enough tensile strength to withstand tightening down normal knots. The suture/needle was used for one application during the surgery. It broke several times while trying to tighten down several knots on the signal use. Did the wire detach from the needle? - no did the wire also break? - yes, the silk suture material broke where did the wire break? - it broke at various points along the suture length. Did the wire only break at the point that it is attached to the needle? - no. Was there an issue or defect on the surface of the wire? - do not recall seeing or feeling anything unusual on the suture material. How many wires broke during this procedure? - one silk needle was opened and used during this procedure.

Event description:
It was reported that the patient underwent an open inguinal hernia repair procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was found to be very friable and broke multiple times. It was reported that the suture broke three times while trying to secure knots, the force applied while securing the knots was not abnormal nor was the surgeon extra forceful in securing the knots. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2021. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: a picture was received for evaluation. Upon to visual inspection of the picture, a plastic bag with a empty labeled winding former of product could be observed. No suture or breakage suture were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.